Manufacturer narrative:
Evaluation summary: one device cordless ultrasonic dissector was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was not returned. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was not returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The broken piece was not returned. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) states device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, after 30 minutes of the device being used, it just stopped working. First, the team changed the generator and the battery but the dissector did not activate. They then took another device from a different lot number, but the 2nd device stopped working once again after 30 minutes. The team then took out another set of battery and generator with a 3rd dissector but it also stopped working after 30 minutes. There was no coagulation or insufficient coagulation. After using 3 devices, they finally choose to use suture and clips instead. There was no patient injury.